Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 200-300 mg/dl fasting. Verified test strips expire 11/30/2017. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Reviewed meter memory. (B)(4). Customers concern: the customer is concerned about the lo result that was received with control solution. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 200-300mg/dl fasting. Verified test strips expire 11/30/2017. Confirmed customer's test strips are being stored properly and opened vial date on (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: the customer is concerned about the lo result that was received with control solution. No adverse event reported.